Event description:
It was reported that this pacemaker system exhibited low evoked response, noisy signals and loss of capture (loc) for its right atrial (ra) lead. Additionally, there was possibly oversensing on its right ventricular (rv) lead channel. Technical services (ts) was consulted and discussed stored episodes as well as available programming options. Ts recommended a ra threshold test. This pacemaker remains in service. No adverse patient effects were reported.